Manufacturer narrative:
The suspect device was returned to the MFR for eval and is currently being analyzed. A supplemental report will be submitted when the MFR's investigation is completed. No further info is available at this time.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the pt was at home, there was a power outage. At the time of the power outage, the pt was connected to ac power and reported that the pump had stopped. The pt was able to switch to battery power without any issues. The pt returned to the hospital to have the suspect power module was connected to the hospital's mock loop, the test pump reportedly stopped.